Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/14/2016 with the following findings:during investigation, the pump was opened and there was evidence of moisture found inside the pump on the display board and near vibration motor contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed moisture wihtin the pump. This report is made on results of investigation on 07/14/2016.